Event description:
It was reported that the ilet user experienced hyperglycemia up to 310 mg/dl after a missed breakfast announcement, with glucose decreasing to 236 mg/dl and continuing to trend down during follow-up. The event was associated with user interaction with the user interface and characterized as an improper or incorrect procedure. Symptoms included hyperglycemia and a headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.